Event description:
It was reported that the ventilator did not read volumes. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator did not read volumes. Our field service engineer investigated the ventilator on site. During ventilation, peep low, vt insp. Overrange, expiratory minute volume: low, respiratory rate: high, respiratory rate: low, expiratory minute volume: high and inspiratory flow overrange were active. The issue was solved by replacing the membrane of the expiratory cassette as it was worn out. Functioning tests carried out with positive results. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. When the operating capacity has passed or if the membrane for some reason has become defective, it must be replaced. The conclusion to the reported issue has been determined as expected wear and tear/service and maintenance error.